Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8583, lot # n232281, implanted: (B)(6) 2009, product type accessory; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Information was received from a nurse regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 2000mcg/ml at a dose of 1152mcg/day. The pump's indication for use (IFU) was listed as post spinal cord injury and intractable spasticity. On (B)(6) 2015, the healthcare professional (hcp) was attempting to interrogate the pump and continued getting ¿invalid telemetry¿. Emi sources, correct application and telemetry head placement were discussed. It was unknown if the pump was flipped; however, it was noted that the patient could move the pump around. The hcp was planning to recheck the pump status again. Follow-up information has been requested for cause of the issue and outcome.